Manufacturer narrative:
H4: the lot was manufactured from august 09, 2022 - august 10, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multivitamins (mvi) on ports 6 and 7 of an em2400 valve set was leaking (further described as "creeping") into port 8 (k acetate). This was observed during preparation at the pharmacy using an automated compounding device, specifically during prime and verify step. The customer was priming lipids, then mvi and then k acetate on port 8. When port 8 was primed, mvi leaked into white portion of valve set for port 8. The customer would prime in the same sequence as their configuration pumping sequence order. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.